Manufacturer narrative:
Unit received with blank display due to battery connector not plugged in properly to b1/interface board. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low batt alarm due to blank display.

Event description:
Customer reported via phone call that the insulin pump had low battery alarm. Customer's blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump that was not working properly. Customer was calling back within 1 week after previously completing low battery troubleshot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.